Event description:
Damage to tandem charging cable and wall adapter was reported. There was no adverse impact to the customer¿s blood glucose level. Customer support arranged for replacement of the damaged charging supplies to be delivered via 2-day shipping.